Event description:
It was reported by the rep that the surgeon noted bleeding at the staple line after firing during a left hemicolectomy procedure. The device used was a tx60g. There was no pt consequence.